Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, after closing the lever, an attempt was made to remove the device, however, resistance was felt. The lever was lifted and lowered and then the device was removed. Upon device removal, it was found that the foot did not completely close. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile units from the same lot were returned and tested for difficult to open and close with no abnormalities observed. The devices were not tested for difficult to remove as that is related to case conditions and was a result of the foot no closing. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible that tissue interference with the foot or suture interference with the foot interacted with the foot causing the foot to surf distal and stay in an open condition. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.